Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to patient complaint of malfunctioning device. A tear was found near the pump. It was noted the doctor believed it is wear and tear over 10 years of use. A bend in the tube connected to the reservoir, near to the pump, was also noted.

Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, reservoir, and detached connector / inlet tubing was received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation was noted on the inlet tube of the pump. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. Abrasion was noted on the exhaust tubing of both cylinder 1 and cylinder 2. Partial separations, surrounded by abrasion, were noted on the exhaust tubing of both cylinder 1 and cylinder 2. These were not sites of leakage. No functional abnormalities were noted on cylinder 1 or cylinder 2. Abrasion was noted on the inlet tube of the reservoir. No functional abnormalities were noted with the reservoir. No functional abnormalities were noted with the inlet connector tubing. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the pump inlet tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.